Event description:
It was reported that a patient underwent a posterior lumbar fusion at unspecified levels. After dissecting intervertebral disc tissues, bone grafting was performed and a cage was inserted properly. Sagittal imaging showed ¿h¿ figure of tantalum markers clearly. Bone was also filled into the back of the cage, and then the procedure was followed by rod placement and compression. There was no noted abnormality intraoperatively. Some time after the surgery, the surgeon informed others that the h figure was rocking laterally. The surgeon commented that he "did not know why the incident occurred as bone grafting was applied sufficiently with proper compression." It was unknown whether any disfigurement in the h figure or health damage occurred. The surgeon was "displeased with mobility of the cage inside the vertebral body." He commented "that improvement in the inserter (adding gripping functions) might lead to easier sagittal adjustment of cage placement."

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.